Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: "surgeon was doing a case and the light post on the scope got so hot the surgeon said it was burning through their gloves. They tested the temps with a heat gun and registered 108 degrees. After the case they tried the same setup in a different room with a different light source and the heat gun registered temps in the 80s. They were using an l9000 , safelight cable and right angle adapters (see attached picture).". The failure(s) identified in the investigation is consistent with the complaint record. Probable root cause: from the attached photos, light leakage can be seen from the right angle adapter that was being used. The right angle adapter was not returned for investigation with the light source, however a damaged adapter is the probable root cause. Additionally, the light source¿s thermal temperatures were measured via thermocouples placed on the distal end of the light cable/adapter, where temperatures did not exceed normal ranges. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.